Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Target lesion 1 was 95% stenosed and was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.7mm and the lesion was length 24mm. There was no attempt made for direct stenting. A 2.75x24mm liberte stent was implanted. An additional liberte stent was implanted to treat a dissection. Residual stenosis was 0%. Target lesion 2 was 80% stenosed and was located in the circumflex (cx). Angiographic data for the target lesion noted the reference vessel diameter was 2.5mm and the target lesion length was 15mm. A 2.50x16mm liberte stent was implanted. Residual stenosis was 0%. The procedure was a technical success.